Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) passed away on (B)(6) 2025. The cause of death has not been determined at this time, and no allegation has been made against the s-ICD in relation to the patient's passing. The patient was reported to have be traveling at the time of their passing. Post-mortem, an attempt to interrogate the s-ICD with a programmer was unsuccessful. The field was advised to try a magnet reset and use a different programmer to establish a connection. All evidence indicates the s-ICD was explanted from the body. No adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes that the allegation of the s-ICD being unable to be interrogated was confirmed through product analysis. Visual inspection noted a large arc mark on the edge of the device case that is indicative of a shock shorted to the case. As this alteration likely happened while implanted in the patient, we cannot rule out that this observation may have played a role in the patient's passing. A cause of death was never determined and no device data is available as the arc mark caused internal alterations to the device circuity. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Initial investigation noted the device had no telemetry and no tones were able to be elicited with magnet application. A visual inspection noted a large arc mark on the edge of the device case that is indicative of a shock shorted to the case from the accompanying electrode being located too close in proximity to the can during therapy delivery. This caused internal alterations to the circuity of the s-ICD and no further analysis can be performed. While analysis confirmed the allegation of interrogation difficulty made in the field, it could not be ruled out that such analysis findings may have also cause or contributed to the patient's passing while implanted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the cause traced to environment investigation conclusion was selected based on analysis of the returned product which found arc marks on the pg case. This type of alteration is likely due to the device delivering a shock with the shocking electrode in close proximity to the pg case. Therefore, the alteration is deemed due to the environment outside of the device.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) passed away on (B)(6) 2025. The cause of death has not been determined at this time, and no allegation has been made against the s-ICD in relation to the patient's passing. The patient was reported to have be traveling at the time of their passing. Post-mortem, an attempt to interrogate the s-ICD with a programmer was unsuccessful. The field was advised to try a magnet reset and use a different programmer to establish a connection. All evidence indicates the s-ICD was explanted from the body. No adverse patient effects were reported. Additional information provided from the field indicated a magnet reset was unable to elicit any tones with the s-ICD either. Still, no allegation was made against the s-ICD in relation to the patient's passing and the s-ICD was explanted and will be returned for analysis. No adverse patient effects were reported.